Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The system's computer was replaced. The system then passed the system checkout and was found to be fully functional. The representative attended the first case after replacement and confirmed normal operation of the system during the case. The computer was returned to the manufacturer for analysis. Through visual/physical examination and functional testing, the reported issue was unable to be duplicated. The computer booted normally to the application screen, and the cranial application ran normally multiple times during burn-in testing. No system or mouse freezing was observed. The computer passed testing. There was no failure found with the returned computer. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the navigation system was freezing during patient data loading from disk, and the system was generally ¿sluggish.¿ the site stated that the mouse was freezing, and they were intermittently unable to select menus. The system history was checked, and it was found that the cmos battery had been replaced and the ram dimms had been reseated. The site removed the old data as free disk space was low, but this provided no improvement. There was no patient present when this issue was identified.